Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep). It was reported that patient was feeling stim in the implantable nuerostimulator (ins) pocket on 3 of 4 program on the remote control. It was indicated that patient received a massage on (B)(6) 2017 and despite instructing the masseuse not to massage the area of the ins in her upper buttock, they massaged it strongly and since then she had only felt stim in the ins pocket. Patient had tried changing programs. The program where she felt the stim vaginally did not offer any symptom relief, despite trying for 2 weeks. The issue was not resolved at time of the reported. There was no surgical intervention planned. It was noted that the patient had appointment scheduled to conduct an impedance check for (B)(6) 2017. Patient status was noted as alive, no injury. A few days later, rep provided that they saw this patient on (B)(6) in the healthcare provider (hcp) office. Rep ran impedance check and there was no high impedance on any of the electrode combinations. Rep confirmed that the patient felt stimulation in the ins pocket on 5 of the 7 standard programs. Rep stated the only programs where patient felt stimulation appropriately in the bicycle seat were on electrodesettings 1-, 3+ (patient tried this at the beginning of january but did not experience any symptom relief) and 0-, 1-, 3+, where she felt it vaginally at 3.4 volts. Per hcp, patient would try this program for 2 weeks to see if she experiences symptom relief and if not he would revise the lead. Rep was instructed by the hcp to follow up via phone at that time on 2/6/17. At this time no surgical intervention has been scheduled. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0ue4g implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the therapy stopped working and they thought something happened to the lead so they replaced the ins and lead. No further complications were reported/anticipated.